Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ink blot on the pump touch screen. Customer's blood glucose was 150 mg/dl. Upon follow-up, the customer reported that the issue had resolved and continued to use the pump for insulin therapy.